Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the connector pin was bent, there was blood in/on the helix mechanism and the lead appeared damaged at implant. The analyst commented that after positioning the connector pin back into the correct position that the helix functioned within specification.

Event description:
It was reported that during an implant, the lead helix did not extend after 30 turns. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.